Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited short v-v intervals and noise and the right ventricular (rv) lead displayed oversensing and noise. The implantable pulse generator (ipg) was explanted and both leads were tested but were unable to duplicate the issues. The ipg was re-implanted and reattached to the existing leads with no further problems. It was felt that there may be a problem with the grommet or the header and/or setscrew were loose. The leads and ipg remain in use. No patient complications have been reported as a result of this event.